Event description:
Incident questionnaire was received from the hospital and stated, "PICC infiltrated during use with CT injector. Resulted in contrast extravasation into the mediastinum."

Manufacturer narrative:
The complaint of a leak in the 5fr d/l powerpicc solo catheter was unconfirmed, because the problem could not be reproduced. The distal segment of the catheter was detached near the 35cm depth marking and the distal segment was not returned for evaluation. Microscopic examination (40x) of the distal end of the returned catheter revealed regular striations and a semi-glossy veneer. These characteristics are indicative of a cut made with a sharp instrument. Tape residue was found on both extension legs. When an attempt was made to flush the catheter, the catheter was patent to infusion. No leaks were detected when the catheter was hydraulically pressurized. Gross visual and microscopic examination, as well and functional testing, revealed no evidence of defect or deformity related to the manufacturing process. A chr of lot #retk1226 showed no other similar product complaints from this lot number.